Manufacturer narrative:
Product analysis: the hawkone device returned loosely coiled within 3 biohazard bags. No ancillary devices from the procedure were received for evaluation. Device was decontaminated with cidex opa solution soak and tergazyme soak. The handle returned detached with the proximal end of the handle connected to the cutter driver. Visual inspection of the housing shows damage to the proximal end with bunching of the plastic material around the metal coils. The cutter is not visible inside the housing due to the damage noted on the housing. An attempt was made to advance the thumbswitch however the housing detached immediately just distal to the anchor pockets. The cutter is connected to the distal end of the drive shaft inside the proximal end of the housing. No damage noted to the nosecone or distal end of the housing. The flush window returned open. No functional testing could be carried out due to the condition of the returned device. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a hawkone atherectomy device with a 6fr sheath during treatment of a plaque lesion in the patient¿s proximal and mid right superficial femoral artery (sfa). Slight vessel tortuosity and calcification are reported. Lesion exhibited 80% stenosis. IFU was followed. Vessel pre-dilation was not performed. It is reported that the physician had created a decent channel with hawkone device but wanted to make more passes. The nosecone was cleaned properly as per IFU. The thumbswitch is reported to have become stuck and would not advance forward. Could not advance thumb switch forward to pack. The plunger could not be visualized on angio. The cutter was inside the housing unit when being removed from patient. The distal tip was not deformed or damaged. The device was safely removed from patient. The procedure was completed with a dcb. No patient injury reported.